Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence positioning difficulties/a dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels and the compliance of the native anatomy. Dislodged valves are typically not related to a device malfunction. This event does not allege a device malfunction occurred. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak most likely resulted due to a suboptimal position as it was reported that the valve had dislodged.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, the presence of pre-existing patient conditions and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The patient weight and initials were unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged toward the left ventricle. An echocardiogram indicated severe paravalvular leak (pvl), and the patient became hemodynamically unstable. Percutaneous cardiopulmonary support and a blood transfusion were initiated. Once hemodynamically stable, a second transcatheter bioprosthetic valve was successfully implanted, valve in valve. An intra-aortic balloon pump (iabp) was then placed. Four days after the implant, use of the iabp was discontinued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.